Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella 5.5 placed via axillary insertion for a patient admitted in acute myocardial infarction/cardiogenic shock. The pump was placed via the axillary. However, there was an access site bleed at the site. The team achieved hemostasis at the site by placement of a hemoshield graft, side suturing and the delivery of blood products. Support proceeded for six days where the patient remained stable and the procedural outcome was successful.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email was inadvertently reported incorrectly on manufacturer device report 1220648-2024-23925.